Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from the hcp via the representative reported the cause of the motor stall was unknown. The cause of there being no audible alarm for the multiple events in the logs was unknown. The pump was replaced on (B)(6) 2017.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump containing dilaudid with an unknown concentration at a dose of 1.4 mg/day and bupivacaine with an unknown concentration and dose. Indication for use was unknown. It was reported an alarm was not heard, but confirmed by telemetry. The patient presented at the clinic on (B)(6) 2017 with symptoms of withdrawal. The representative stated the patient had jerking legs and appeared somewhat jaundice. The representative stated she interrogated the pump, and it showed a reset occurred. The representative stated logs revealed multiple low battery resets going back to (B)(6) 2017. The representative stated the patient started to have symptoms ¿two days ago¿ ((B)(6) 2017). The representative also stated the logs showed a "pump period may exceed tube set" on (B)(6) 2017 message and motor stall recovery from (B)(6) 2017 at 05:18. The logs were so full that they could not see any motor stall occurred message, so it was unclear when that began. There were resets in the logs going back to (B)(6) 2017, but it could have been longer there was just no visibility to those events since the logs only held 30 lines of data. The patient had not had an MRI per the representative, but did have a CT scan a month ago. Actions taken included the pump logs were checked, and they tried programming the pump out of reset. The representative stated the pump would likely be replaced as soon as possible. They were going to contact the surgeon to replace the pump. No further patient complications were reported.